Manufacturer narrative:
A date of event was not provided. Evaluation was not possible, as the device has not been returned. Due to this fact, we are unable to determine what may have caused the user to experience the reported incident. A device history review could not be performed due to a lot number not being provided. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a knee arthroscopy, it was reported that while shaving a meniscal tear several tiny metal fragments of the blade were seen on the screen inside the patient's knee. The surgeon thoroughly washed out the fragments from the knee. The rest of instruments were fine during operation. A lot number was not provided; therefore, no date of manufacture or expiration can be calculated.